Event description:
Went into hosp for asthma, was given avalox, pt began to swell all over. Was admitted to ICU, had seizure. Was given MRI with gad. Got better, then had another seizure and placed in imc. Was bed ridden for 3 mos. Went to national rehab, then developed plaques on arms, legs, back, buttocks and hand would not open. After rehab, pt went home and received in-home therapy, which helped her to walk some. She was getting around on her hands. Drs recommended "photopheris" but decided against it, since there was no known cure and they had never treated someone with sick cell disease. It was determined that she has nephrogenic fibrosing dermopathy and was told that there is no known cure. We have tried several times to get her records and we are always put off by staff saying "oh, she never filled out the paper work" or "we need more time to get it together". To date, we still do not have the records. If you can assist or recommend a solution to this problem, please do so. Event abated after use: no.